Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor did not react to touch. System restarted without resolution. There was no patient present when this issue was observed.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The monitor was replaced. A full system checkout was completed and the system performed as intended. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.